Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for high blood glucose; his blood glucose was 500 mg/dl and he was hospitalized for two to three days. The customer stated that his infusion set tubing detached due to the belt clip not turning from side to side. The customer experienced vomiting. When he tried to bolus he received no insulin due to the detached tubing. Troubleshooting for the high blood glucose was declined and the customer confirmed that the insulin pump was working fine. No products were returned or replaced.